Event description:
After a plcr60b reload had been fired in a sigmoid colectomy procedure, it was noted that the most distal staples had not been deployed, but remained unformed in the reload cartridge. There were no adverse health consequences.

Manufacturer narrative:
Patient's age and weight are unknown. The lot number is not known and so, the expiration date is not known. The lot number is not known and so the date of manufacture is not known. The returned plcr60b showed no evidence of having been damaged, nor was its appearance inconsistent with that of a spent unit. Furthermore there were no unformed staples found in the cartridge. The evidence does not support the alleged complaint.